Event description:
On (B)(6) 2021, it was reported through the surgical outcome system that a patient underwent a rotator cuff repair, and is now in need of a revision surgery. No additional information provided. Additional information requested. Additional information provided on 12/30/2021 : the primary surgery took place on (B)(6) 2021. The patient experienced a complication on (B)(6) 2021, which required a revision surgery that took place on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.